Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical cadd legacy pump was returned for analysis with a bleeding lcd. During analysis, a cassette was attached to the device and ran with no issues. The customer's reported issue regarding "no disposable" alarms could not be duplicate. Service recalibrated the upstream sensor and replaced the downstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Other, other text: additional information: h6, h10: information was received on 4-aug-2020 indicating that no harm came to any patient during the event.

Event description:
Information was received indicating that a smiths medical cadd-legacy 6400 pump was found not to be running. A no disposable error also occurred. There were no reported adverse effects.